Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented to the clinic and was asymptomatic. Review of a merlin.net transmission revealed, the right ventricular lead exhibited noise and variations in the capture thresholds. No intervention or additional information was reported.